Event description:
Additional information received from the hcp reported that the cause of the event was increased usage and setting needs. The battery depletion was premature. It was reported that the patient used the spinal cord stimulator "24/7". The implantable neurostimulator was replaced with a rechargeable model on (B)(6) 2011, and pain control was achieved. The patient did not require hospitalization, and there was no patient injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed an early replacement indicator message. This was unexpected as the device was predicted to last longer at the current settings. Pt had the same settings since implant, but probably did use it a bit more. A longevity calculation estimated battery life at 15 months. Additional info has been requested, but was not available as of the date of this report.